Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to uninstall and re-install g5 application, reset the bluetooth of the smart device and reset the smart device. No additional patient or event information is available.